Manufacturer narrative:
Additional PMA/510(k) number: k011028 / k013227.

Event description:
Doctor indicated that while placing the implant the fixture mount broke. The doctor was able to place another implant.

Manufacturer narrative:
One tapered screw vent implant was returned with the corresponding implant mount. Visual inspection confirmed that the implant mount has become fractured at the hex. The implant is heavily damaged at the collar, and one wall is pushed flat. The internal drive feature contained the fractured mount hex, and the fractured mount screw. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: ¿tapered screw-vent® implant system¿ 5161, rev. 3/12. ¿instructions for use for screw-vent® implants¿ 4869 rev 7-01/16 information identified: documentation describes proper instructions for using the implant mount for transfer: complete seating with the appropriate instruments: rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer/impression post. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating directly to the implant with the appropriate hex driver or hex drill [rh2.5, rhl2.5, rhd2.5 for 3.7, 4.1 and 4.7mmd implants; hx3.0-s, hxl3.0-s, hx3.0d for 6.0mmd implants]. Additionally, the fixture mount/transfer can be used as a temporary abutment with the tapered screw-vent implant for provisional restorations. Complaint indicates the implant mount fractured during insertion. The alleged event was confirmed during inspection. A root cause of the reported event could not be determined. The following sections were updated: d4: expiration date, UDI: (B)(4). D10: device available for evaluation change ¿no¿ to ¿yes¿. H3: device evaluated by manufacturer: change ¿no¿ to ¿yes¿.